Event description:
A 6f chaperone guide catheter (lot# 150427 exp. 3-13-2018) was opened under sterile conditions for a procedure. Upon inspection, I found the catheter to be crimped and bent in the middle. This compromised the integrity of the device and could have caused injury to the patient if it was used. The catheter was set aside and a new one was opened without incident.